Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link mini vision stent delivery system (sds) noted that only the dislodged stent implant and a non-abbott snare device were returned. There was blood visible on the stent implant, consistent with the sds being advanced into the patient anatomy. The entire length of the stent was stretched. There was a bend in the distal end of the stent. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily tortuous and calcified which likely contributed to the reported difficulty. It is likely that the stent interacted with the calcified lesion, contributing to damaging the stent; resulting in resistance during retraction into the guiding catheter, and the stent ultimately dislodging. There was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additional treatment was used to snare the dislodged stent which likely contributed to the noted stent damage and also contributed to a delay in the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a mildly tortuous, mildly calcified right coronary artery stenting procedure, the mini vision otw stent delivery system (sds) could not cross the target lesion. During removal of the device, the stent implant caught on the tip of the guide catheter and the stent dislodged off of the balloon in the lower extremity area. The stent was successfully retrieved using a snare device. The procedure was completed using balloon angioplasty with a good result achieved. There was no clinically significant delay for the patient due to the device issue; however, the procedure was prolonged about 45 minutes due to the device issue and the snare attempt. There was no reported adverse patient effect. Though requested, no additional information was provided.